Manufacturer narrative:
(B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was reported as caused by enteric pathogenic bacteria. It was not reported if the patient was hospitalized for the event. On an unreported date, the doctor added unspecified anti-inflammation drugs (dose, duration and frequency not reported) into dianeal therapy as treatment for the event. On an unreported date, the patient was recovered from this peritonitis event. Dianeal therapy was ongoing. No additional information is available as the reporter has declined to provide further information.